Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was on the line over the insulin pump shutting down. Customer stated that insulin pump was not bumped or dropped or exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.